Manufacturer narrative:
Investigation evaluation: included in the return was a single blue hook and the barrel with all 6 bands and the trigger cord still attached. The handle, irrigation adapter and the remainder of the loading catheter were not included in the return. Our laboratory evaluation of the product said to be involved did confirm that the blue hook had separated from the loading catheter. However, only the separated blue clip was received for investigation. The connector of the returned blue hook was measured and found to be within the specification. The subassembly device history records for the loading catheter were reviewed. The inline tensile tests performed on the subassemblies lots were acceptable. A related discrepancy or anomaly was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the entire product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. Additional information received from in-service identified that the user places the knot of the trigger cord directly beside the blue hook. If the knot and the hook are placed closer than 2 cm, this can create resistance when withdrawing the loading catheter through the ligator handle and/or accessory channel of the endoscope. The instructions for use state: ¿attach trigger cord to hook on end of loading catheter, leaving approximately 2 cm of trigger cord between knot and hook. Withdraw loading catheter and trigger cord up through endoscope and out through handle." If additional pressure is applied to the loading catheter when resistance is encountered, this could contribute to separation of the blue hook from the loading catheter. The reported observation can occur if the blue hook gets caught in the accessory channel of the endoscope. The instructions for use advise the user: "it is vital that the integrity of the working channel is intact." Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. All loading catheters that are included in the multi-band ligators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophagogastroduodenoscopy (egd), the physician used a cook 6 shooter saeed multi-band ligator and stated that the string was not long enough to go through the scope. There was no reportable information at this time. The device was evaluated on (B)(6) 2021. There was a detached blue hook included. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.